Event description:
On (B)(6) 2008, the pt was implanted with a scs system. On (B)(6) 2010, it was reported that the pt had fallen and subsequently lost stimulation and can no longer recharge the ipg. The ipg is also unable to communicate with the programmer. An x-ray was taken and no anomalies were noted. It is unk if the ipg will be explanted. No further info is currently available.

Manufacturer narrative:
Eval - method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.